Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and evaluated. Visual observations reveal the anchor is off the inserter but held in place by the suture. Upon observing under magnification, no anomalies were noted on the anchor. However, the pin on distal end of the inserter tip appears to be broken. This pin holds the anchor in place. However, with the tip broken, the anchor could no longer be in place and appears as if the anchor is broken. This complaint can be confirmed. It is possible that excessive force was applied while deploying the anchor causing the pin to break. Other than the possibility of this occurrence, we cannot determine a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure mode, no further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sterile processing technician for (B)(6) hospital reported that during a shoulder repair that their mini quick anchor plus broke upon insertion. The technician stated that the surgeon fully removed the broken anchor and completed the procedure with another like device with no patient consequences or delay. The technician reported that the surgeon was not off axis. The bone quality was good and he had used a 1.5 drill hole. She reported the patient was an (B)(6) female. No further information could be provided.